Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, iol haptic was found broken after implantation and decided to explant the lens from the patient eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned anterior surface up in the #79(iw) lens case. Viscoelastic and what appeared to be blood were observed on both sides of the lens. One haptic was broken inside the haptic insertion area, not returned. The second haptic was broken-gusset area, not returned. The lens was cut from the edge across the center. This cut may have occurred during the lens removal. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified cartridge was indicated with a qualified handpiece and company viscoelastic. The company lens is only qualified for use with the company cartridge. The reported haptic damage was observed. The root cause for the haptic damage appears to be related to a failure to follow the instructions for use (IFU). A non-qualified cartridge was indicated. The company lens is only qualified for use with the company cartridge as indicated on the carton label and the lens case label. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).